Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during the transfemoral tavr procedure, there was a problem with valve alignment and a leakage was observed at the delivery system. The whole system was withdrawn and another kit was used with good result. There was no consequence for the patient.

Manufacturer narrative:
Due to the device and/or photos not being returned to edwards for evaluation, the complaints for delivery system ¿ difficulty with valve alignment and delivery system ¿ leakage were unable to be confirmed. A definite root cause could not be confirmed for the delivery system difficulty with valve alignment. The patient anatomy (calcification/tortuosity of the vasculature) can impact the position of the device, potentially causing additional force needed for alignment (friction between balloon and flex shaft). Procedural factors such as residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prep) after de-airing, can also contribute to difficulty in fine adjustment. Excess fluid remaining in the balloon and balloon shape could lead to an enlarged balloon profile, potentially, increasing the fine adjustment force. A definite root cause was unable to be determined. A definite root cause could not be confirmed for the delivery system leakage. A complaint history review revealed a potential manufacturing non-conformance that is currently under investigation. This investigation was opened to investigate the leakage in the commander balloon shaft distal to the y-connector. It is important to note that case follow up was conducted to gather additional information regarding the location and time of the leak. This information was not provided. A definite root cause was unable to be determined. No manufacturing or IFU/training inadequacies were identified and a review of the complaint history did not reveal that occurrence rates exceeds the february 2016 control limits for both trend categories. Therefore, no corrective/preventive actions are required at this time.